Manufacturer narrative:
Section e1: (B)(6) health center, (B)(6). Article title: utility of echocardiographic-derived pulmonary artery pulsatility index in early right ventricular failure post-lvad implantation, journal of cardiac failure vol. 29 manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas) and the reported right ventricular failure (rvf) could not be conclusively established through this evaluation. The research abstract titled ¿utility of echocardiographic-derived pulmonary artery pulsatility index in early right ventricular failure post-lvad implantation¿, was received. This study sought to use pulmonary artery pulsatility index (papi) derived from non-invasive echocardiographic based hemodynamics in patients with left ventricular assist devices (lvads), who developed early rvf. The study concluded that for patients undergoing implantation of a hm3 lvad, echo derived papi may serve as a non-invasive marker of early rvf to complement rhc-derived papi. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. This section states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿utility of echocardiographic-derived pulmonary artery pulsatility index in early right ventricular failure post-lvad implantation¿ that heartmate 3 (hm3) may be associated with right ventricular failure (rvf). The study consisted of 118 patients implanted from jan 2015 to dec 2021; of these patients, the study included a group of 20 patients who had developed early rvf and received a pre-operative rhc and tte and compared them to a group of 20 patients who had not developed early rvf. Early rvf was identified based on the following criteria: the patient required a right ventricular assist device (rvad) after lvad implant, the patient required the continued use of inotropes for more than 14 days post-implant, the patient required the use of inotropes after 14 days post-implant, or the patient required inhaled nitric oxide for more than two days post-implant.